Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the block was cracked. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the foot control device was leaking oil. There were no delays in the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. . All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.